Event description:
There was a leak from the catheter port just above the anchoring point, unable to see with the naked eye. Flushed to see where the leak was but unable to identify the exact location. Catheter tip intact. The neonatologist tried to re-thread a new catheter in the same site without having to poke the patient again, however the new catheter wouldn't thread so the dr ended up inserting a piv. Due to malfunction of the PICC, we had to reinsert a new piv for this patient. This patient had difficult access and needed a few more days of antibiotics.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
There was a leak from the catheter port just above the anchoring point, unable to see with the naked eye. Flushed to see where the leak was but unable to identify the exact location. Catheter tip intact. The neonatologist tried to re-thread a new catheter in the same site without having to poke the patient again, however the new catheter wouldn't thread so the dr ended up inserting a piv. Due to malfunction of the PICC, we had to reinsert a new piv for this patient. This patient had difficult access and needed a few more days of antibiotics.

Manufacturer narrative:
We received the catheter with the stylet still inserted and the sliding clamp separately. An attempt to flush the catheter with water was unsuccessful, even after immersing it in warm water. The stylet could not be removed. No tear was observed at the junction; however, the catheter appeared slightly curved. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." In addition, a manufacturing fault can be excluded as each catheter is flow and leak-tested during production, and the catheter did not leak for 4 days as stated by the customer. In the IFU it is also stated: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter to prevent kinking of the catheter if the patient flexes or bends the arm. Do not bend the catheter or the extension line permanently to avoid damage to the catheter. Do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records revealed no deviations. All batches met their specifications and were released accordingly. Each catheter undergoes flow and leak testing during production. In addition, tensile force and the dimensions of the catheter and set components are checked on a random sampling basis during manufacturing process. A two-year review of vygon USA complaint data identified three additional complaints regarding leakage for lot 23e024d. Of these, two could not be confirmed due to missing samples, and one was not related to a manufacturing fault but rather to the conditions of use. Corrective action: as the catheter functioned for 4 days before the leakage occurred, we do not believe the defect is related to manufacturing. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. As a result, no further corrective action has been initiated by vygon germany gmbh quality management at this time.